Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother stated that the patient was hospitalized due to high blood glucose. Customer's blood glucose was unknown mg/dl. Customer was admitted to the hospital. Customer cause of emergency room visit as per healthcare provider was gastroparesis. The customer doesn't want provide any more information regarding these hospitalizations.